Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have influenced the reported issue. Additionally, a review of the complaint history did not identify any similar incidents. All available information was investigated, and a cause for the reported unintended movement (clip open - locked) cannot be determined in this incident. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened while locked. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4. The mitraclip delivery catheter (cds) was advanced and the clip was implanted without issue. However, after clip deployment, the clip opened slightly. The clip remained stable on the leaflets. Two additional clips were implanted due to the residual mr, mr was reduced to 1. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.